Manufacturer narrative:
The pump was received with detached end cap. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power, operating currents, or excessive no delivery alarm tests due to the detached end cap. Unable to confirm the prime/fill anomaly due to the detached end cap. Upon visual inspection, the pump had a loose and slightly tilted drive support disk. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap is damaged and coming apart from the pump. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.